Manufacturer narrative:
New information was received in section d-4 serial number (B)(6). The event is filed under internal karl storz complaint ID: (B)(4).

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted unsolicited the event is filed under internal karl storz complaint ID: (B)(4).

Event description:
It was reported on event on (B)(6) 2024 that when undraping the patient, a small burn hole was noted in the surgical drape and a small burn to the patient's nose was observed.

Manufacturer narrative:
Device evaluation: the product was not returned for investigation. Based on the provided information, the most probable root cause is a user error. The reported harm "a small burn to the patient's nose was observed" could only happen with a connected light cable/ scope. The tl400 usually is fix installed on a cart or boom arm and doesn't have contact with the patient directly. The IFU is stating a clear warning for hot components at the applied part. It appears that the client was careless during the surgical procedure, especially with the connected light cable or scope. Based on the available information, the failure description and similar complaints, most likely there is no device malfunction. The event is filed under internal karl storz complaint ID: (B)(4).